Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint. The reported issue was that the central control monitor (ccm) failed to boot up to the correct system after replacing the coin cell battery. After further investigation, it was found that the service repair technician, while replacing the coin battery, mistakenly pressed the space bar during startup, causing the incorrect system bootup, and was advised to replace the hard drive to fix the problem. The plugged in keyboard is only used during service activities, and is not used during a clinical setting, therefore this issue would not happen to a clinical user. The issue reported in this complaint was found during preventive maintenance at the service depot. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the coin cell battery and the hard drive. Verification/release testing was preformed. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) failed to boot up to the correct system after replacing the coin cell battery. There was no patient involvement.